Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing dizziness, dyspnesa and bradycardia. Upon interrogation, it was noted that the right ventricular - rv lead exhibited loss of capture. The rv lead was reprogrammed. The patient was noted to be unstable due to an unrelated medical event.